Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient¿s mother stated the patient received a low transmitter battery alert on the continuous glucose monitor (cgm) on the night of (B)(6) 2018. It was indicated that the cgm may have stopped functioning during the night when the patient went to bed as the cgm was no longer displaying glucose values and the low transmitter battery alert did not clear. On (B)(6) 2018, the patient¿s mother was not home and was trying to get a hold of the patient because she was not receiving readings on her phone. It was indicated that the patient experienced low glucose values and the patient¿s brother who was home with him, provided the patient with coke and frosting. After the patient was treated, his brother performed a finger stick and the patient¿s glucose value was 43mg/dl. At the time of contact, the patient was doing well. No additional patient or event information is available. No data was available for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.